Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the distal right coronary artery with heavy calcification and 100% stenosis. A 1.2x6 rx tenku dilatation catheter was advanced with resistance with the chronic total occlusion lesion for pre-dilatation and inflated; however, during the first inflation the balloon ruptured at 10 atmospheres. The 1.2x6 rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance and another balloon was used for pre-dilatation. A stent was deployed to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The rx tenku balloon dilatation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.